Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500 form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and again on (B)(6) 2016 and mesh was implanted during each surgery it was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain. It was reported that patient underwent mesh removal on (B)(6)2016 by (B)(6), d.o.

Manufacturer narrative:
Date sent to FDA: 7/8/2019.